Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the issue and replaced the cannula mount to resolve the issue physical damage. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) to report a cannula mount on the universal surgical manipulator (usm) 2 broke. The site moved the usm 4 in its place and continued with surgery. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the usm 2 was moved out of the way. It was not used during the procedure. The procedure needed 3 usms. The usm 4 was used instead of usm 2. The procedure was completed with no reported injury.